Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the evaluation of the returned device. Sections were updated. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. No abnormalities were found in the subject device. Based on the doctor's comment and the similar case in the past, the entangling the tissue might be caused by holding the loop with the distal end of the tube sheath while the loop was surrounding the tissue. The instruction manual of the subject device warns; do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for investigation. The exact cause could not be conclusively determined. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
The doctor snared the tissue while the coil sheath of the subject was not extended from the tube sheath during a gastric polypectomy. Then the loop of the subject device could not be released due to jamming the tissue. The doctor operated the slider with excessive force, and released the loop. The doctor completed the procedure with spare device. There was no other patient injury regarding this report. The instruction manual says contraindication that the user releases the loop from the hook while the coil sheath is not extended from the tube sheath. But it was reported that the doctor operated the loop with his judgment.